Event description:
It was reported that caller observed air bubbles and gaps about 3 inches long in infusion set tubing between t:lock and patient during pumping earlier in the day. There was no adverse impact to the customer's blood glucose level. Caller was educated that disconnecting at t:lock could introduce air into line, confirmed use of room temperature insulin and proper cartridge air removal steps, and resolved issue by pumping out air bubbles, with no ongoing problem at time of call. Cts to replace pump. Customer will continue to use current pump.